Event description:
During a pocket revision procedure, the implant would not communicate with the external equipment. The surgeon decided to implant the patient with a new advanced bionics spinal cord stimulator.